Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they couldn¿t get the handset to turn on and were trying to use the handset the night prior to the call because they felt the ins was too strong on (B)(6) 2019. While on the call, patient services had the caller plug the controller into the wall and the screen came on and showed the handset was 90% charged. Patient services then had the caller unplug the handset and press and hold the power on button the right hand side of the handset. The handset turned on and troubleshooting resolved the reported issue. There were no further complications reported/anticipated. Additional information was received. Patient stated that they felt stimulation was too strong when they woke up in the morning . As for intervention, the mdt rep talked them through how to turn on the handset, getting it on and connected to the communicator however, they ended up not turning it down. No further complications were noted or anticipated